Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during a bolus delivery and following a site change. The customer reported blood glucose (bg) levels between 386 to above 400 (mg/dl). A correction bolus was delivered to address bg levels. The cartridge, tubing and site were changed to address the occlusion alarm; however, the customer did not observe insulin exiting the tubing. During troubleshooting with tandem technical support, it was noted that the customer used apidra insulin in the cartridge. The customer was reminded that the cartridge is not indicated for use with apidra insulin.